Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional r wave undersensing that was also varying over time. In addition, the r waves had low amplitude. The lead remains in use. No patient complications have been reported as a result of this event.